Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call hospitalization. Customer¿s blood glucose level was unknown. Customer experienced diabetic ketoacidosis and was taken to the intensive care unit at the hospital. Customer¿s spouse advised they had a reservoir ring floating inside the reservoir. Customer¿s spouse advised they would call back to complete the troubleshoot process.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. The reservoir tube lip o ring found in place. No foreign objects found inside reservoir tube per visual inspection. Device received with minor scratched display window and case.